Event description:
It was reported that a patient had a connection issue during peritoneal dialysis (pd) therapy, while the home patient (hp) was connected during fill. The caregiver (cg) stated that the heater bag became disconnected, so the cg reconnected it to the machine. The technical service representative (tsr) advised the cg to end therapy and finish with manual supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. This complaint was not confirmed is not confirmed because a batch review could not be performed, the sample was not returned to baxter for evaluation, and the root cause could not be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.